Manufacturer narrative:
Corrected: section b1: this information corrected as it was incorrectly reported at the initial submission. Section b2: this information corrected as it was incorrectly reported at the initial submission. Section d4: this information updated as it was omitted at the initial submission. Section h1: this information corrected as it was incorrectly reported at the initial submission. Section h6: this information corrected as it was incorrectly reported at the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Return sample: the returned implant was visually inspected and verified to be an inclusive tapered implant 3.7 x 10mm implant using the radiographic template. No defect or non-conformity was observed. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate. However, the patient is doing satisfactory with no reported adverse events. No abnormailities were noted with the implant itself during the procedure. Also, the DHR was reviewed and no discrepancies were noted. All the processes were performed as intended.the actual device is currently under investigation and more results will be available upon completion of the investigation and evaluation of the returned part.

Event description:
It was reported that the implant failed to osseointegrate. The implant was placed at tooth location #7 with type ii bone. There was granulated tissue around the implant and the site was infected. A slight swelling of facial gingival aspect without pain was noticed. However, no adverse events were reported and the patient is doing satisfactory. No abnormalities were noted with the implant itself.